Event description:
Customer stated he had been wearing the pod for 24 hours and began to experience high bg levels (up to 338) for over 4 hours. Upon investigation of the site he noticed insulin was leaking from the adhesive around the infusion site. He was able to activate a new pod and his bg levels returned to normal. No further problems reported.

Manufacturer narrative:
The pod was evaluated for damage and/or defects. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The data downloaded from the pod indicated that the device was activated and was delivering insulin. Further inspection revealed damage in the wall of the cannula 0.085 inches from the tip of the insertion needle where fluid was observed leaking. It is not possible to determine the exact cause of the damage to the cannula or when it occured. The user is instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from manufacturing and testing. The lot was found to have met all acceptance criteria.